Manufacturer narrative:
(B)(4). Foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not yet received.

Event description:
It has been reported that a box containing pieces of the fractured anchor was returned from hospital to the distributor. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported threaded shaft material fracture event was confirmed via visual examination of the returned device. Fracture analysis identified the spiral fracture pattern is consistent with torsional overload. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.